Manufacturer narrative:
Concomitant medical products: model 3186, scs lead, therapy date: unknown. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (finland) intermittently experienced overstimulation sensations from the scs system. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. In addition, it was noted bodily fluid was found in the original ipg. However, the reported issues are now resolved.